Manufacturer narrative:
Based on information provided, kci cannot determine that the allegation that the patient's wound had an odor and had developed eschar are related to the activ.a.c.¿ therapy (system). Kci quality engineering found no evidence of an operational malfunction with the unit. Kci has made multiple attempts to gather further information, but no information was been received at this time. Device labeling, available in print and online states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient: the patient alleged that there was an odor coming from the canister and wound. On (B)(6) 2017, the following information was reported to kci by the home health case manager: the patient was seen by the nurse today, (B)(6) 2017, and the nurse reported that the odor was still present. The patient was sent to the emergency room due to eschar found in the wound by the nurse at that time because the unit was allegedly not holding pressure for most of the weekend. On (B)(6) 2017, the following information was reported to kci by the home health case manager: the patient did not end up going to the emergency room, but instead went to the physician's office for a wound assessment. She did not have any information as to what was done at the physician's office as that information was not provided in the orders received from the physician's offices post visit. The orders received reported that the patient would be followed by the physician's office for further wound care. No additional information is available. On mar 28 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On apr 27 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.